Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : j24g66. Device history batch : null. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For a second time in 2 days, while surgeon was trying to put the femoral stem in the femoral canal, the implant stayed too proud versus the broach. Surgeon broached until rasp 7, put a 7 high offset implant, and the stem was 6mm prouder of the trial. The surgeon removed the implant with a slap hammer, reamed again with broach size 7, tried to put back the femoral stem size 7 in the canal, and was still proud of 4mm. He decided to leave it like that and put a shorter head. Was surgery delayed due to the reported event? --> yes. If yes, number of minutes: --> 15 minutes. Patient status/ outcome / consequences --> no.